Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported "pump turn off" was not reproduced. Review of the event history log found few 'improper shutdown!' Messages for customer-reported allegation 'pump turn off'. The alarms in the log were likely a result of normal pump operation. However, the log only cannot be used to confirm the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition 'pump turn off' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off during programming/ setup in the intermediate department. There was no patient involvement. No additional information is available.